Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device not returned, no evaluation available.

Manufacturer narrative:
Date device returned (B)(4) 2013. Evaluation summary: item was received in service <(>&<)> repair for evaluation for the engineering group, temperature tests were as follows: front-100, middle-101, rear-110. The motor/cable was corroded plus some other parts were also corroded. Motor middle and front bearings were replaced. The item was tested and passed all manufacturing specifications. The customers alleged malfunction could not be confirmed.

Event description:
It was reported that the device was overheating at the gear part; there was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.